Event description:
It was reported that the user dropped the ilet, resulting in a cracked screen and an unusable touchscreen, and a replacement device was issued with instructions to shut down the original unit and return it using a provided label; the user was advised that data would not transfer to the replacement and to complete the startup process, and to continue cgm use via the dexcom app or receiver. Investigation included review of the event details and user report. Further investigation of this case revealed physical damage due to accidental drop causing screen failure. The user reported no clinical symptoms or injury as a result of the incident. Outcomes included device replacement and temporary interruption of pump use. It was concluded that, based on previously established findings for similar reports, the event was user-induced mechanical damage and not a device malfunction.